Event description:
It was reported that the ventilator suddenly failed with a blanked screen and that ventilation was no longer available. Reportedly there was no pt injury due to immediated reaction of the nursing staff.

Manufacturer narrative:
The investigation is ongoing. We will provide results within a f/u report.